Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens split during insertion. The lens was removed without enlarging the incision and there was no patient injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product showed that both haptic plates were torn off from the optic and was missing. There was evidence of a clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.